Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump experienced a power loss while it was turned on, the pump was not clearing the line while priming and it was exhibiting a high pressure alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is unknown, but the downstream occlusion sensor and microprocessor unit board were suspect to be defective. Recommended the downstream occlusion sensor and microprocessor unit board to be replaced. A review of the manufacturing device history record DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time.